Event description:
The customer reported that during use, the jaws would no longer open although they had been cleaned. The surgeon forced the device from tissue, causing some tissue damage. As the sticking continued, another device was used to complete the procedure without incident. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.